Event description:
It was reported, during a replacement procedure both drg leads were fractured and remain partially implanted in the patient. Intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.